Manufacturer narrative:
Please refer to the attached report.

Event description:
It was reported an issue with the software of the programmer. Preliminary investigations performed on the returned programmer could not be conclusive. The subject programmer followed the normal workflow of repair.

Event description:
It was reported an issue with the software of the programmer. Preliminary investigations performed on the returned programmer could not be conclusive. The subject programmer followed the normal workflow of repair.